Manufacturer narrative:
(B)(4) - device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. Patient complained about four infusion sets fell off out of which two events occurred when the patient was taking bath. Event occurred on 15-june-2024, 22-june-2024, 28-june-2024 and 29-june-2024. Patient blood glucose at the time of issue was 27.0 mmol/l. Infusion sets were in use for one day for all the events. Patient replaced infusion sets and resumed insulin successfully. No further information available.